Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. It was also reported that data points were missing from the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.